Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was reading inaccurately high. On (B)(6) 2012, the (B)(4) spoke with the patient to obtain and verify information. The patient claimed the alleged issue began on (B)(6) 2012 at an unknown time. She noticed her blood glucose readings were higher than usual. The patient informed the (B)(4) that she manages her diabetes with lantus insulin and novolog insulin based on a sliding scale and stated she began to increase her novolog insulin based on her meter results. The patient could not specify the results she received on this particular day but advised that on (B)(6) 2012 she claimed she observed blood glucose values of "517, 265 and 223mg/dl" with the subject meter that she felt were high as compared to her usual readings/feelings. She could not recall the times these tests were taken and stated took 15 units of novolog in response to the high reading(s). Approximately 3 hours later, she developed symptoms of "shock, sweating, lethargy, could not function properly and felt like she was in a state of coma." She stated a family member contacted the emergency medical team (emt) and when they arrived and checked her blood glucose, she stated it was "low" but couldn't recall the result obtained. She was treated by the paramedics with IV glucose and was taken to the hospital. The patient reported that she felt better by the time she arrived at the hospital but was admitted for observation and released approximately 6 days later. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct. The subject test strips were expired. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate high readings on the subject meter, administered insulin based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia that required medical intervention by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The patient also returned empty vials of test strips. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.